Manufacturer narrative:
On 11/24/2014 follow up: pump data was reviewed by tandem technical support and showed multiple alerts and alarms. Customer was contacted to discuss findings from (B)(6) 2014. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple alerts/alarms. Contact did not known what specific alerts or alarms occurred. There was no reported impact to customer's blood glucose level.